Manufacturer narrative:
(B)(4). A physio-control service representative evaluated the device. Proper device operation was confirmed through functional and performance testing and the device was subsequently returned to the customer. The patient event ECG recording was evaluated by physio-control. Both ecgs (that were analyzed by the device) show a polymorphic ventricular tachycardia (vt) with a rate of approximately 110 bpm. The lifepak 1000 defibrillator is designed to advise a shock for vt at a rate of 120 bpm or higher. The rate of the polymorphic vt was below the threshold for being considered shockable. Consequently a ¿no shock advised¿ decision was returned by the device. There is no indication of a device malfunction.

Event description:
The customer contacted physio-control to report that their device prompted 'no shock advised' while the doctor observed the patient's heart rhythm to be cardiac fibrillation. As soon as they observed fibrillation, they connected covidien electrodes to the patient and the device, and pressed 'analyze'. On a second attempt to analyze, the device prompted 'no shock advised' again. The user then switched to a back-up device and administered a 200 joules defibrillation shock to the patient. There was patient use associated with the reported event. The patient had return of spontaneous circulation but passed away later at the ICU.